Event description:
The pump was confirmed, via x-ray, to be flipped. At the time of the revision, they were unable to interrogate the pump. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).